Event description:
It was reported that a cartridge alarm 20 occurred during the load sequence with multiple cartridges. Customer's blood glucose level was in the 100's mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.